Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 800 mg/dl. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.